Event description:
A 61 year old female with known heart failure and severe aortic stenosis underwent bioprosthetic transcatheter aortic valve replacement which was urgently converted to open sternotomy following intra-operative ventricular fibrillation and cardiac arrest due to embolization of the newly inserted aortic valve into the ventricle. Following resuscitation, an intra-aortic balloon pump was placed that was then escalated to an impella cp inserted via the right axillary artery as the patient was deemed to small for an impella 5.5. During support, urine color was intermittently suggestive of hemolysis without consequences to the patient. The patient was listed for urgent heart transplantation and successfully transplanted after an off-labeled prolonged support of 19 days.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Upon review, it was identified that the product problem (b1) was inadvertently omitted in error. Corrected information has been provided in d1 brand name. Corrected information has been provided in UDI (d4) was previously entered incorrectly the complete UDI has now been provided. Corrected information has been provided in d4 serial number. Additional information has been provided in device manufacture date (h4). H6 investigation type code and h6 component code were updated accordingly based on the completed investigation. The cause of the hemolysis cannot be determined since no product or data logs were returned and insufficient clinical details were provided.